Manufacturer narrative:
One opened sample, part number 8229965, from lot number 0212322586 was received for analysis. In an as received condition there was no occlusion of the main tube inside diameter. A syringe was used to inflate the cuff with 15 cc of air. Mild pressure was applied to simulate intubation and in less than 15 seconds the inside diameter began to delaminate and block the airway path which would have resulted in the reported event. Using the 6.5 mm inside diameter as reference, the delamination / separation of the pvc layer measured over 6 mm from the wall which is out of specification. The approximate location / orientation of the occlusion on the inside diameter was centered around the inflation assembly. The tube was deflated with no issue, and the obstruction receded. The device condition was out of specification as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for evaluation, it was reported lost. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "there was (o) hernia blocking the balloon when it was removed". The emg tube was removed without the cuff being fully deflated. There was no patient injury.